Event description:
This rv lead was implanted on (B)(6) 2010 and was capped on (B)(6) 2018. A call was placed on (B)(6) 2018 to technical services stating that this lead was dislodged and it has no capture at maximum outputs. Patient have underlying but it also shows pauses. The physician was dr. (B)(6) at in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).